Event description:
The patient had an automobile accident on 05/03/2014 and sustained a neck injury which cause the top two paddle leads to stop working, the bottom two still worked. The insurance adjuster stated the stimulation therapy was not working prior to the automobile accident but the patient disagreed with that. The patient has to find another health care provider (hcp) due to moving but has had difficulties finding an hcp that would touch her. It was confirmed that the stimulator has worked beautifully for the patient. The company representative was able to program the patient¿s device so that she has therapy for her back. Additional information has been requested to find out if any troubleshooting or intervention was going to be required. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 3986ilc, lot# n24759, implanted: (B)(6) 2001, product type: lead. (B)(4).

Manufacturer narrative:
Additional review determined conclusion code no longer applies to this event.

Event description:
Additional information received from the consumer reported the patient was involved in a car accident and it caused the lead to break, which the patient knew there was something wrong the night of the accident. The patient met with the manufacturer¿s representative (rep) to confirm the issue, and was then referred to two neurologists. No patient symptoms were reported.